Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient was receiving a signal loss alert on his cgm device. The patient was also wearing an omnipod insulin pump, and it was reported the patient¿s insulin pump cannula was bent. The patient¿s bg meter reading was 300 mg/dl. The patient was vomiting and feeling lethargic. Therefore, the patient¿s wife took him to the emergency room (ER) around 1pm. At the ER, the patient was diagnosed with dka. The ER they went to did not have an ICU; therefore, the patient was transported by ambulance to another facility. The patient was very weak, and his bg meter reading was 600 mg/dl at this time. The patient was admitted to the ICU and treated with two unspecified IV drips and a bland diet. The patient was discharged after 3 days. The patient was feeling ¿much better¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.